Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the surgeon was complaining that the bipolar energy power seemed low but the monopolar energy seemed to be working normally. The maryland bipolar seemed weak like it didn't seem to have enough power. Tse asked if they swapped energy cord, instruments, or rebooted the erbe, however the caller was unsure if they did any troubleshooting and stated the issue happened in both of the surgeons' cases with bipolar. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned for failure analysis, but the reported failure (bipolar energy power seemed low) could not be reproduced.